Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# (B)(6). Product type programmer, patient product ID 97755 lot# serial# (B)(6): product type recharger product ID 97745ac. Unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said their recharger (rtm) was getting so hot on the relay box and rtm paddle when they try to charge the implantable neurostimulator (ins) that it burns to touch it. When patient services (pss) asked if it leaves a mark, pt said they just move it away because its hotter than a heating pad on high. Pt said they were also having issues with the controller charging. Pt said they have to wiggle the ac power supply around to get it to charge and when its charged to 100% and they try to charge the ins, the battery is down to 30% within 5 minutes. Pt inspected the controller port and ac power supply; pt said they both looked good but said it seemed like it was something wrong with the ac power supply cord (seemed like an intermittent connection). The pt reported issues charging the controller. Pt claimed the connection appeared loose when the ac power supply was plugged into the controller (ptm). Pt confirmed no rattling could be heard when the ptm was shaken.